Manufacturer narrative:
(B)(4). The carefusion field service representative (fsr) went onsite to evaluate the suspect device. The fsr confirmed the reported issue of tidal volume readings being out of specifications. After replacing several components within the device, the fsr could not resolve the customer's reported issue onsite, so the ventilator was recommended to be returned to carefusion for further evaluation. At this time, the ventilator's return is still pending. Once the ventilator is returned and the final evaluation is completed, a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator delivered low tidal volume while in use with a patient. The customer exchanged the ventilator with a back up device and no patient harm was reported.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The cause of the tidal volume issue was determined to be related to a cracked muffler tube within the device. It is suspected that the muffler tube was cracked during a previous service when the device was opened up.